Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('bleeding') in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity, endometriosis, obstructive sleep apnea syndrome and prolapse vaginal. Concomitant products included leuprorelin acetate (lupron) and levonorgestrel (mirena) since (B)(6) 2017. In (B)(6) 2009, the patient had essure inserted. On (B)(6) 2010, the patient experienced fatigue ("fatigue"). On (B)(6) 2011, the patient experienced migraine ("migraines") and headache ("headaches"). On (B)(6) 2011, the patient experienced vaginal haemorrhage ("vaginal bleeding") and menorrhagia ("menorrhagia"). On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea"), vaginal discharge ("vaginal discharge"), bladder disorder ("bladder or urinary problems or changes: bladder and yeast") and fungal infection ("bladder or urinary problems or changes: bladder and yeast"). On (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), uterine pain ("uterus pain"), urinary tract disorder ("bladder or urinary problems or changes: bladder and yeast") and abdominal pain lower ("cramping") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy ¿ removal of uterus and fallopian tubes.). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, uterine pain and abdominal pain lower had resolved and the vaginal haemorrhage, menorrhagia, migraine, headache, dyspareunia, vaginal discharge, fatigue, weight decreased, bladder disorder, fungal infection and urinary tract disorder outcome was unknown. The reporter considered abdominal pain lower, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, fungal infection, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, urinary tract disorder, uterine pain, vaginal discharge, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: discrepancy noted in removal dates: (B)(6) 2017 and (B)(6) 2018 the patient was advised of following complications of removal procedure-the content of the communications- redness and irritation around the fallopian tubes and uterus. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: bilateral tubal occlusion confirmed. Pregnancy test - on an unknown date: negative. Most recent follow-up information incorporated above includes: on 29-may-2019: pfs and medical record received. Medically confirmed case. Reporter and patient demographics were added. Medical history, laboratory data were added. Updated suspect drug indication. . Event injury nos replaced with pelvic pain, bleeding, vaginal bleeding, menorrhagia, migraines, headaches, dysmenorrhea, dyspareunia, vaginal discharge, fatigue, weight loss, bladder disorder and uterus pain added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.